Manufacturer narrative:
The customer contacted the siemens healthcare diagnostics customer care center (ccc) and reported that a discordant, falsely depressed human chorionic gonadotropin (hcg) result was obtained on a dimension vista 500 system. Siemens headquarters support center (hsc) completed the investigation of the event. Hsc reviewed the information provided by the customer and the instrument data. Quality control values were within laboratory range on the date of the event. No system or assay non-conformance was identified. The cause of the discordant depressed hcg result is unknown. The device is performing within specifications. No further evaluation is required.

Event description:
A discordant, depressed human chorionic gonadotropin (bhcg) result was obtained on a patient sample on a dimension vista 500 system. The discordant result was reported to the physician(s) and questioned. A new patient sample was drawn on (B)(6) 2019 and higher results were obtained. The original patient sample (B)(6) was also reprocessed on (B)(6) 2019 and a higher result was obtained. The customer stated higher results were obtained on other samples between the dates of (B)(6) 2019 from the same patient; however, the results were not provided. There are no reports of patient intervention or adverse health consequences due to the discordant, falsely depressed bhcg result.